Event description:
The user was explanted on (B)(6) 2026 due to inflammation of the cavity.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an inflammation. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the inflammation. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was explanted on (B)(6) 2026 due to inflammation of the cavity.